Manufacturer narrative:
The pak was new. The phaco tip was re-used. Additional information and sample return have been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
The surgeon reported a bang and odor occurred during surgery. The system shut down with a black screen displayed. The staff tried to reboot the system, but the system would not reboot. The surgery was completed with another system. Additional information received stated that during phaco on the first of three surgeries, the system went down with the abnormal sound and smell. There were no problems priming or tuning the system. No system messages displayed. The surgeon injected viscoelastic in the anterior chamber and closed the incision while waiting for the second system. The system was switched out and the surgery resumed. The iop increased and corneal clouding was observed. After the surgery, the surgeon found intense corneal inflammation.